Manufacturer narrative:
Investigation is not complete. Event code is addressed in package insert. Trends will be evaluated. This is the same event as 1043534-2013-02357, -02358, -02359, -02361. This report will be updated when investigation is completed.

Manufacturer narrative:
The complaint database was also reviewed and analysis showed no trend for item/lot.

Event description:
Allegedly revised due to mom complications (right hip).

Manufacturer narrative:
Additional information received from litigation updated this incident from a metal on metal claim to a cocr corrosion. The neck was investigated and reported under MDR 1043534-2013-02361. Please void the initial report.